Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device catalog and medical device model. D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the customer had been unable to log in due to an authentication issue. A technical support specialist (tss) had stated that an es specialist had resolved the issue by shrinking the dsserveroltp log files. The error had been found in the ids logs to help resolve the issue. The hospital information technology team (hit) had reviewed and discovered that their structured query language (sql) database backup jobs had been failing. Hit had updated the jobs, and the customer had started running successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ es server, had a unable to login. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using thebd pyxis¿ es server , had a unable to login. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.